Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained that the elecsys ft4 ii assay results for 1 patient sample were not representative of the patient's clinical picture. The customer performed testing on a cobas 8000 e 801 module and compared the results to a architect system. The erroneous results were not released outside of the laboratory. There was no allegation of an adverse event. The cobas e801 serial number was (B)(4). The investigation is currently ongoing.

Manufacturer narrative:
Further investigation determined that there was no interfering factor detected. The observed differences in values generated between the roche and abbott systems is most likely due to the fact that assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, and differences in reference materials and the standardization methodology used. From the information and data provided a general reagent issue can most likely be excluded. The investigation was unable to find a definitive root cause.